Event description:
In 2008, the pt reported that she received an e6 (mechanical) error on her infusion device during a cartridge change. To troubleshoot she was advised to remove the insulin cartridge from the infusion device. The plunger of the insulin cartridge became stuck to the piston rod causing insulin to spill into the cartridge compartment. She dried the insulin with a cotton swab and then received an e2 (battery depleted) error. The pt inserted a new battery and was able to extend the piston rod to remove the stuck plunger. She then retracted the piston rod, inserted a new insulin cartridge, and primed the infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.